Event description:
It was reported that syringe 10ml ll tip was not smooth. This occurred on 57 occasions before use. The following information was provided by the initial reporter: syringe tip not smooth.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: one photo and 47 samples were received by our quality team for evaluation. From the photo, flashes were observed on the barrel tip. The returned samples were subject to visual inspection, fifteen samples were observed with flashes on the barrel tip and 32 samples were observed without flashes. The fifteen samples with flashes were subjected to flashes measurement and the results showed that the flashes were within the product specification. Therefore the customer experience was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. While there were flashes observed on the barrel tip, they were within specifications and no abnormalities were observed. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ll tip was not smooth. This occurred on 57 occasions before use. The following information was provided by the initial reporter: syringe tip not smooth.